Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 250 ml eva tpn bags were leaking from the bottom portion of the bag. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leakage from the spike port cap of all the samples. The reported condition was verified. The cause of the condition was determined to be inadequate or lack of cyclohexanone being applied to the spike port cap during manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.